Manufacturer narrative:
Review of the batch manufacturing records indicates the twin-packs were manufactured and accepted into final stock with no reported discrepancies. Lot jey014 is made up of powder lot 170dy1 and liquid lot 855cy which were also reviewed and no discrepancies noted. There have been no other similar events for the lot referenced. Ththe event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a surgery, our sales staff found that some powder was leaking from the inner pouch on the surgical table. A spare was used instead.